Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 38 stent delivery system was returned for analysis. A visual examination of the stent identified damage with proximal struts lifted and pulled distally. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 82% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. After a 2.0x20mm balloon catheter was used for predilation, a 2.50 x 38mm synergy ii drug-eluting stent (des) was advanced but failed to cross due to calcification. When the device was removed, it was noted that the stent strut was damaged. A 2.5x28mm synergy des was used and completed the procedure. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 82% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. After a 2.0x20mm balloon catheter was used for predilation, a 2.50 x 38mm synergy ii drug-eluting stent (des) was advanced but failed to cross due to calcification. When the device was removed, it was noted that the stent strut was damaged. A 2.5x28mm synergy des was used and completed the procedure. No patient complications were reported.